Event description:
It was reported that: "patient had a basilaris aneurysm with a small neck. The first coil the physician inserted into the aneurysm was an optima complex-18 7x24mm. The coil was inserted correctly and she wanted to deploy the coil. She mentioned that the detacher blinked red and green. The doctor tried several times to detach the coil without result. She cleaned the gold part at the end of the coil without result. She tried a new xcel detacher but the same problem appeared. It blinked red and green. Her next step was to remove the coil. While she removed the coil the coil detached and was part in the aneurysm and part in the microcatheter. She tried to remove the microcatheter but the coil got stuck partially in the aneurysm and partially in the vertebral artery. She tried to remove the coil with a snare and a stenttriever without result. Also she tried to aspirate the coil without result. Meanwhile the left vertebral artery was occluded. She placed a rebel stent from boston scientific to seal the part of the coil in the right vertebral artery against the vesselwall and gave aspegic. After that the procedure was stopped." Incident report form received for this incident indicates that serious injury was sustained, described as the following: "patient is bi-occipital blind and has (intermittend) reduced level of consciousness." Update 01mar2024 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? No. 2. Per the IFU, was a precheck on the coil system performed? Yes. 3. Were there additional coils already at the treatment site? No, this was the first coil 4. Was the described patient injury "patient is bi-occipital blind and has (intermitted) reduced level of consciousness" a direct cause of this incident? Yes. 5. Can you confirm the reported complaint only involved 1 unit? Yes, only one coil 6. Can you confirm if the delivery pusher is available for return? If so, it would be appreciated. No, unfortunately the wire is not available. 7. What is the patient's current condition? Unchanged (see question four)".

Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230605261 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.